Manufacturer narrative:
The product was returned for analysis. Iol received in two pieces in the lens case base. The received lens case label is defaced, an additional label was received reading. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is cracked/fractured and split in two. The optic is also scratched/marked-rejectable with loose fibers & particulate. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And d.9. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the condition after the replacement of iol was good.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was exchanged for another company lens 11 days following the initial procedure. Additional information has been requested.